Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty, however, the reported needles didn't feel right due to the muted noise appear to be related to the circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device after a peripheral balloon angioplasty interventional procedure using an 6f sheath. Reportedly, the physician noted that the sound was muted when the collar of the plunger met the body of the device. After pulling out the plunger, the physician removed the sutures and broke the knot out of caution. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay. No additional information was provided.